Event description:
It was reported that the pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. It was also noted the week prior the physician observed high right ventricular (rv) thresholds and a loss of capture (loc). It was reported that a request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Technical services (ts) noted the battery impedance will continue to increase and eventually disable radio frequency (rf) telemetry. As a result, device replacement was recommended. At this time, the device and this rv lead remain in service. No adverse patient effects were reported.